Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead was capped and replaced due to high threshold values and no capture at maximum output. No patient complications have been reported as a result of this event.